Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with cefepime, 1 gram for 14 days, and vancomycin, 3 doses of 1 gram, (routes of administration were not reported). On an unreported date, the treatments with vancomycin and cefepime were discontinued. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. It was not reported if pd therapy was ongoing at the time of this event. No additional information is available.